Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (# fx434-t) was implanted during a procedure. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Event description:
The complained product was sent in to the manufacturer ad the investigation has been completed. Please note: product data from initial report was not confirmed - corrected data subsequently added

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found. Results: based on the investigation results, we cannot determine functional deviations or other abnormalities in the progav 2.0, the shuntassistant and the peritonealcatheter. The shuntsystem operated within all specifications. Deposits were found in the control reservoir but had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.